Event description:
The stopcocks on the ECMO circuit cracked during use. No adverse events were reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation therefore the complaint could not be confirmed or toot cause identified. Device history was reviewed and no issues were found related to the reported complaint. The facility was able to use the kit by switching out stopcocks without incident. (B)(4).